Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right inferior pulmonary vein (ripv), phrenic nerve weakness was suspected. A single stop was conducted due to consideration of pacing failure to the phrenic nerve. Phrenic nerve pacing identified phrenic nerve palsy (pnp). The procedure was completed with cryo. The diaphragm had light elevation upon leaving the operating room. The pnp had not recovered by discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed at least 9 injections were performed with the catheter. No product has been returned for investigation. This is a clinical issue encountered during the procedure and no product malfunction was reported. In conclusion, phrenic nerve injury is a clinical issue encountered during the procedure. There was no indication of a product malfunction and no product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.